Event description:
New information received indicates that the patient did not expedience any symptoms due to malfunction. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted during psa testing of the lead. Visual inspection revealed breach of insulation. The lead was capped for lack of sensing. The patient was discharged after the procedure.